Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right indirect inguinal hernia. It was reported that after implant, the patient experienced mesh was densely scarred, recurrence, obstruction, gangrenous bowel, and incarcerated ileum was blue/purple. Post-operative patient treatment included revision surgery, peritoneum was unable to be safely freed, hernia repair with new mesh, and bowel resection with anastomosis.